Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be used to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician was attempting to place the stent transgastric to pancreas. The physician deployed the second flange of the stent but had incorrectly positioned it so that the second flange deployed inside the eus scope. The second flange of the stent was stuck in the scope and the stent dislodged from its position in the pancreas. The stent released from the catheter and fell out of the end of the scope into the patient's stomach. A snare was used to remove the stent from the patient. The procedure was completed with another axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A hot axios stent and delivery system were received for analysis. The stent was already deployed and dried blood was found in several locations on both the stent and delivery catheter. Analysis revealed several voids located at the flange/saddle transition on both ends. The handle was found to be functional. The copper wire under heat shrink was not straight but was noted to be acceptable and most likely was a result of the loading process. Both the stent length and catheter working length were found to be within specification. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent dislodging is noted within the dfu as a potential complication. All available information fail to indicate a root cause or probable root cause for this complaint. Hence the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be used to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician was attempting to place the stent transgastric to pancreas. The physician deployed the second flange of the stent but had incorrectly positioned it so that the second flange deployed inside the eus scope. The second flange of the stent was stuck in the scope and the stent dislodged from its position in the pancreas. The stent released from the catheter and fell out of the end of the scope into the patient's stomach. A snare was used to remove the stent from the patient. The procedure was completed with another axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.